Event description:
The following has been reported: "error 30. Faulty power source board was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe. Faulty part will be sent after delivery from our service technician." Error 30 is defined in the technical manual as a timekeeper issue. Reporting due to the referenced issues as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.